Event description:
It was reported that a patient had her implant removed on (B)(6) 2012. It was stated that the patient had back surgery and there 'just wasn't enough room in her back to keep the stimulation system.' No further information was provided.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).